Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "infusion leaked from the catheter part."

Manufacturer narrative:
H.6. Investigation summary: received one 20ga iag catheter-adapter assembly connected to miscellaneous extension set and a syringe. No packaging material was returned. DHR review was not performed since the lot number associated with this account was unknown. Water-leak test: the test was performed by connecting the end of the extension set to the water-leak slip luer fixture and submerging it into water. Leakage occurred. Air bubbles coming from the nose of the adapter were observed. Visual examination: damage to the tubing could be seen through the adapter material. This type of damage could occur on zone 1 during the assembly process of the wedge-tubing-adapter. Although a definite source that caused the damage observed could not be determined, the failure can be triggered by incorrect set-up of equipment, incorrect adjustment, feeder jamming causes or by worn out flare blocks. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified: adapter-catheter pull force and leak testing is part of the set up and in process inspections. Conclusion(s): manufacturing h3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "infusion leaked from the catheter part."